Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the torque screw missing from the extension arm. The slide bar is loose and needed to be repined. Both gel pads are cracked and needed replacement. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1012 mayfield swivel horseshoe headrest for service and repair because slide bar is loose.